Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed and the device was calibrated and tested during the repair process to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.